Event description:
It was reported that the patient presented during clinical follow-up, symptomatic of arrhythmia. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited posted paced t wave oversensing causing pacing inhibition. Programming changes were performed. The patient was in stable condition.